Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "rupture, pain, and involvement in recall". This record is for the right side. Device was explanted and is unknown if it will be returned.

Event description:
Patient reported "rupture, pain, and involvement in recall". This record is for the right side. Device was explanted and is unknown if it will be returned.

Manufacturer narrative:
This is a follow up to emdr 9617229-2023-08882. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.